Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an acl post op x-ray the tip of the flip cutter was discovered inside the patient. A revision is scheduled for (B)(6) 2019 to remove the foreign body. The patient is a 13 year old male. The doctor stated the outcome of the procedure was successful and the revision is solely to remove the tip from the knee. Additional information obtained (12/10/2019): the second procedure to remove the tip of the flip cutter was performed on (B)(6) 2019 as scheduled and it was retrieved successfully with no complications.